Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. Per the IFU, embolization: air, calcification or thrombus, are among the potential adverse events from the procedure. The heart contracts and forces blood into the blood vessels, through the pulmonary circulation and then continues on through systemic circulation. An embolus is most often a piece of a thrombus that has broken free and is carried by the bloodstream either to the brain or the rest of the body. Arterial emboli can travel to a wide variety of sites; the point of arrest depends on the source and the relative amount of blood flow that downstream tissues receive ((B)(4)). In this case, in addition to the procedure itself, the patient¿s underlying cardiopulmonary pathology (severe copd, moderate to severe pulmonary hypertension) may have contributed to the initial hemodynamic instability. Although an embolic event was suspected, there was no confirmation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the patient registry that 14 days post transaortic tavr procedure, the patient expired. Additional information received from the hospital death summary report indicated that valve placement had been uneventful but after ventricular pacing, the patient had become hemodynamically unstable. Per report, aggressive resuscitative measures were attempted but were unsuccessful. The patient developed severe acute systolic right heart failure and was placed on cardiopulmonary bypass (cpb). Eventually, the patient was weaned off cpb and was supported with high dose inotropes and inhaled nitric oxide. Over 48-78 hours, the patient¿s hemodynamics improved and he was able to be weaned off both the inotropic support and the inhaled nitric oxide. After sedation was discontinued, he was very slow to wake up and was not following commands. There was a concern for neurological injury; however, a head CT showed no evidence of acute hemorrhage, mass, lesion, or acute infarction, and over the next few days, he improved neurologically. On pod13, the patient¿s hemodynamics deteriorated, requiring inotropic support and he became anuric. Renal duplex showed no flow to the left kidney. Although the physicians were concerned that the patient had an embolization of the visceral vessels, the decision was made to withhold any further surgery due to the patient¿s level of instability. After talking to the patient¿s family about his status the family decided to withhold all resuscitation efforts. The patient was made a dnr with only comfort measures. The patient expired on pod14.